Event description:
It was reported that "the doctor found the swg handle and chamber resistance during used on the patient." They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.

Manufacturer narrative:
(B)(4). The customer returned one, opened arterial catheterization kits for analysis. Signs of use in the form of biological material were observed within the catheterization device, needle cannula, and on the guide wire. Visual analysis revealed excess biological material was within the cannula and on the guide wire. The guide wire was kinked towards the distal end. During functional testing, the dried blood resulted in the resistance observed within the cannula as the guide wire is advanced through. Microscopic analysis confirmed the excess biological material and damage. The distal weld was full and spherical. The kink on the guide wire measured 11 mm from the distal tip. The outer diameter of the guide wire measured 0.441 mm, which is within the specification limits of 0.432-0.457 mm per guide wire product drawing. The inner diameter of the needle cannula measured 0.023", which is within the specification limits of 0.0226"-0.0240" per cannula product drawing. Simulated use of the returned devices was performed per IFU statement, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle." The black handle on the guide wire was advanced through the track of the chamber. No resistance was experienced between the guide wire and chamber along the entirety of the track. Resistance was observed within the needle cannula due to the excess biological material. Once the biological material was removed, the guide wire advanced through the cannula with little to no resistance. The guide wire was then completely removed from the chamber and re-inserted back through the distal bevel end of the cannula. The guide wire was able to pass through the cannula with little to no issues. A device history record review was performed, and no relevant findings were identified. The customer report of guide wire resistance was confirmed through complaint investigation of the returned sample. The guide wire, cannula, and chamber passed all relevant visual and dimensional requirements. Excess biological material was observed within the device resulting in the resistance between the guide wire and cannula. Based on the customer report and sample received, unintentional use error likely caused or contributed to the reported event. Teleflex will continue to monitor and trend on reports of this nature.